Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic facility manager reported that a dialyzer blood leak occurred almost immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm in response to the event as it was observed prior to reaching the leak detector. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: h.10 upon further review of this file it was determined the event details were submitted prior via MDR with MFR 1713747-2022-00086. As this file was a duplicate no further updates will be made on MFR 1713747-2022-00085. Additional information received will be submitted via supplemental MDR via MFR 1713747-2022-00086.

Event description:
A clinic facility manager reported that a dialyzer blood leak occurred almost immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm in response to the event as it was observed prior to reaching the leak detector. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.